Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the elevated blood glucose, the customer administered a manual correction injection. A replacement pump with updated software was arranged to be sent to the customer, who will continue using their current pump for backup therapy.